Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The patient underwent angioplasty and stent placement to treat a left m1 middle cerebral artery stenosis. Subsequent review of imaging showed that the patient had stent thrombosis. Thrombosis was completely resolved with thrombolysis. No other information was provided.

Event description:
The patient underwent angioplasty and stent placement to treat a left m1 middle cerebral artery stenosis. Subsequent review of imaging showed that the patient had stent thrombosis. Thrombosis was completely resolved with thrombolysis. No other information was provided.

Manufacturer narrative:
The device rermains implanted.